Manufacturer narrative:
(B)(4). Batch # r5701j. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: 1st follow-up for additional information to the sales representative: was the staple line complete (full length)? What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Was the cut line complete (full length)? What was the appearance of the cut line (jagged, dull knife, irregular, etc)? Staple line, etc.)? Was it confirmed that the entire vessel or tissue was proximal to cut line prior to firing? Was there any extraneous tissue beyond the cut line when device was fired? Was the tip of device visualized prior to firing? Do you have the lot/batch number of the pve35a device? I have no further information than what I was given yesterday. Standard on these cases is one firing. Reviewed response from the rep along with original event description and details from complaint intake. At intake, the rep had a message that read ¿firing sequence was erratic and it cut before it stapled.¿ per the rep, the procedure was hand assisted, so they ¿came across the vessel right away¿ after the firing and the patient and kidney were fine. No further information.

Event description:
It was reported that during a donor nephrectomy procedure the "firing sequence was erratic and it cut before it stapled" on the donor side. No additional information is available. There were no patient consequences reported.